Manufacturer narrative:
The event took place outside of the united states (in (B)(6)). We don't have any details on the explants.

Event description:
The event was a revision surgery due to infection that occured approximately 2 years 4 months after the primary surgery. Additional details (including location of primary surgery and explant information) are unknown. During the revision surgery, the surgeon explanted all components.